Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot 3 which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Unable to determine if the device may have contributed to the event as the location of the perforation in relationship to the tubing is unknown. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized from (B)(6) 2018 due to an intestinal perforation. There is no information available of location of perforation or treatment provided, duodopa therapy was on hold.